Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the response buttons were intermittent. Upon evaluation, the rear response button cover was missing and the switch contacts were oxidized. The cause of the inability to activate the device is the oxidized switch. The root cause of the oxidation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device.